Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed ac adapter lemo connector pin 1 is mission. Pin 2 and 3 are bent and burned. The service technician scrapped the ac adapter.

Event description:
The customer reported model palmtop ventilator ac adapter has a damaged connector. No further information was provided by the customer regarding patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.